Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3115882. D4. Medical device expiration date: 30apr2028. H4. Device manufacture date: 25apr2023. D4. Medical device lot #: 3032948. D4. Medical device expiration date: 29feb2028. H4. Device manufacture date: 01feb2023 . D4. Medical device lot #: 2277295. D4. Medical device expiration date: 31oct2027. H4. Device manufacture date: 04oct2022. H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported the bd ultra-fine¿ pro pen needles 32g x 4mm (105 count) the needles were not properly sealed in the pack. The following information was provided by the initial reporter: as just discussed on the phone, please find attached the complaint regarding the bd ultrafine needles with photos. The customer returned them to us because many of them were not properly sealed in the pack. There are approx. 40-60 pieces in the bag.

Event description:
It was reported the bd ultra-fine¿ pro pen needles 32g x 4mm (105 count) the needles were not properly sealed in the pack. The following information was provided by the initial reporter: as just discussed on the phone, please find attached the complaint regarding the bd ultrafine needles with photos. The customer returned them to us because many of them were not properly sealed in the pack. There are approx. 40-60 pieces in the bag.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown